Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded and always the balloon port tubing only inflated. The user removed the cath and used individual coude cath for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded and always the balloon port tubing only inflated. The user removed the catheter and used individual coude catheter for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.